Event description:
It was reported that the user experienced hyperglycemia while using the ilet and noted blood glucose values up to 427 mg/dl after a meal, then performed a disconnection test without visible drops, replaced all infusion supplies, confirmed drops in the tubing, and later reported a fingerstick of 395 mg/dl trending downward; the user did not observe leakage and did not check for a kinked cannula, and was using a teflon inset, 23-inch, 6 mm cannula. Symptoms included body aches. Outcomes included a follow-up planned in two hours without need for medical intervention or hospitalization. Investigation included user-led troubleshooting with infusion set replacement and verification of insulin delivery through visible drops. Investigation of this case revealed hyperglycemia of unclear cause with potential infusion set or cannula-related delivery issue not confirmed, as blood glucose began to decline after set change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.